Event description:
It was reported that when the pump was switched to battery mode, the console alarmed "low battery-10min. Battery time then 5min. Battery time". Within 1 minute from the time the console began alarming it shut off. The pump was then plugged in until the unit could be exchanged. There were no associated patient complications.